Event description:
In 2008, the pt reported that "a while back" she thought she saw her insulin cartridge leaking near the plunger area after she filled the cartridge and before she inserted it into her infusion device. She said there was no moisture in the cartridge chamber of the infusion device. The pt stated she does not have the lot number or expiration date of the cartridge as she immediately discarded it. She said this was an "old cartridge" and did not have the new branding on it. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.